Event description:
It was reported the patient missed the refill date, and the volume in pump was below recommended volume to maintain adequate infusion. The patient's low reservoir alarm sounded to missed refill. The hcp indicated the patient may have been without the drug for 3-4 days before they experienced signs of withdrawal. The patient was on IV morphine. No further symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted, if additional information becomes available.